Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05085, 0001825034 - 2018 - 05087, 0001825034 - 2018 - 05088.

Event description:
It was reported that approximately 1 week post implantation, the patient had presented with wound dehiscence and drainage. The wound continued to bleed despite conservative treatment. Patient underwent irrigation and debridement. During the I&d, surgeon noted a tear in the fascia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event confirmed through operative notes. Patient underwent irrigation and debridement of the r total hip wound due to wound dehiscence and continuous bleeding. A tear was found in fascia during I&d. Abductors appeared intact. Irrigation completed and wound primary closure with medium hemovac placed. No documentation of cultures or evidence of infection in wound. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.